Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with other devices (rotation of the transducer) contributed to the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided attachment medwatch report #mw5184897

Event description:
Medwatch mw5184897 received which states: it was reported that a catheter issue occurred. An opticross 6 hd catheter was advanced over a non- (B)(6) guidewire in the left anterior descending (lad) artery. Upon withdrawal, the wire appeared to have been captured by the rotation of the transducer and wrapped around the catheter. Both devices were removed. There were no patient complications and the patient fully recovered. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).